Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
Customer states having trouble displaying ECG leads. No reports of pt involvement.